Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified. (I.e. Occlusion alarms, altitude alarms, auto-off alarms)

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer¿s blood glucose was 100 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.